Manufacturer narrative:
Pump error 38 alarm during the rewind test due to moisture damage on the motor assembly. Unable to perform the displacement test, prime test, seating test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test due to pump error 38 alarm. The insulin pump was received with scratched case, pillowing keypad overlay, cracked retainer, cracked select button keypad overlay, serial number label fading and minor scratched lcd window.

Event description:
It was reported that the insulin pump had rewind anomaly. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.